Event description:
In 2009, a lift failed during pt transfer from chair to bed - two staff present. Steel pin sheared during transfer with pt landing on buttocks between braces - stabilizers- then eased to the floor. Pt was then moved onto a blanket and lift team returned to bed. Pt denied pain or injury. Lift set at weight limit position 600 lbs. Lift tagged and immediately taken out of service. Ultra lift 2500x, model # tul 2500x, annual pm completed 5/09 - passed. Dates of use: 2009. Diagnosis or reason for use: transferring pt from bed to chair, due to pt weight.